Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had an occlusion alarm (alarm number in pump history: 2). The patient's blood glucose was reported to be at 287mg/dl during the event. Troubleshooting determined that there was blockage located at the tubing. The patient changed the tubing successfully and administered a bolus via the patient's pump to address the high blood glucose. No permanent injury was reported.